Event description:
It was reported during a left sided ablation procedure, the handle of a therapy cool flex ablation catheter broke and saline leaked from the handle. The physician had placed the catheter into the left atrium and had started ablation. He was trying to deflect the steering with the push/pull mechanism and he noted the handle was broken and saline was leaking from the distal end of the handle. The catheter was exchanged and the procedure was completed. There were no consequences to the patient.

Manufacturer narrative:
One therapy cool flex 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Saline was pushed through the catheter using a syringe and saline leaked from the handle. The catheter handle was opened and saline was found inside. It was also noted that saline was returning from the catheter shaft towards the handle. The fluid lumen was cut 2.0 cm distal from the proximal end of the catheter handle. When the luer extension tube and the cut end of the fluid lumen were pulled in opposite directions, the luer extension tube remained intact; however, the opposite end was detached and could be removed from the catheter handle indicating the fluid lumen broke and separated close to handle and strain relief joint resulting in saline leaking from the catheter handle. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.